Event description:
On 19-may-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1981-10s single use oats set's graft would not take from the donor site. Several attempts were made, but it was not possible to remove the graft from the oats donor site. This was discovered during a procedure with no patient harm reported. The surgeon requested a new graft in order to complete the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.